Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the reader not powering on with button press or test strip insertion as a result, experienced hypoglycemia and a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who administered intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and investigation is pending. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to our pc using approved software and the reader was not recognized. The reader was further investigated and de-cased. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no issues were observed. The battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu, indicating poor soldering of the cpu which can cause the battery not to charge. Therefore, this issue is confirmed to poor soldering of the cpu. The DHR (device history review) for the libre reader was reviewed, and the DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the reader not powering on with button press or test strip insertion as a result, experienced hypoglycemia and a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who administered intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.